Manufacturer narrative:
(B)(4). Batch # u5cj54. Investigation summary, the analysis found that one pse60a device was returned no visual non-conformances and without a reload present. In addition was received a reload pan. The test reload unit can be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic right upper lobectomy surgery, the third reload can not be installed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device of anvil area with no reload loaded. However, a cartridge pan can be seen in the channel. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined.